Event description:
A physician reported that during an intraocular lens (iol) implant procedure, it was noted that, there was a small central optic abnormality, possibly a scuff vs. Subsurface. No further information available.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).